Event description:
It was reported that the implantable pulse generator (ipg) device displayed an invalid data message. The programmer was restarted and the message still appeared. The electrograms were unable to be viewed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).